Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: three screws.

Event description:
Patient was revised to address dislocation. Three screws removed as well, size and lot # unknown. Doi: unknown; dor: (B)(6) 2018; right shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.